Event description:
(B)(4). I had essure coils placed and not long after got a rash on arms, had terrible cramping and back pain, heavy periods. Later had coils removed and still have pains and now crazy and pelvic ultrasound show may still be present causing pain and anastamosis. Have to go to another doctor and most likely need full hysterectomy.